Manufacturer narrative:
(B)(4).

Event description:
(B)(6) clinical study. It was reported sepsis, endocarditis and a death occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed. A 21mm watchman ® laa closure device was deployed, but fully recaptured as the release criteria were not met. A 27mm watchman ® laa closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. The diameter of the deployed implant at the 90 degree echocardiogram view was 21mm. In (B)(6) 2016, the patient was hospitalized for a recurrent syncope, cardiologic diagnostics including ptca, limited pump function, suspected hypertrophic obstructive cardiomyopathy. During the hospitalization the patient developed an acute anuretic renal failure with acute respiratory deterioration requiring intubation and artificial ventilation. A tracheotomy was performed due to long-term ventilation and known chronic obstructive pulmonary disease (copd) and obesity. During the course of the hospitalization several positive blood cultures due to sepsis were evident (pseudomonas aeruginosa, enterococci). In (B)(6) 2016 the patient was transferred to another hospital for intensive care and weaning. Over the next two months the patient underwent multiple diagnostic tests and experienced multiple complications. At one point in (B)(6) 2016 the infection showed signs of regressing. However, in (B)(6) 2017, transesophageal echocardiogram (tee) showed suspicion of endocarditis with vegetation at the watchman device due to candida sepsis. Six days later tee showed endocarditis at the watchman was immediately visible, and there was also suspected infection of the pacemaker sensor/tube (right ventricle). In february 2017 the patient was transferred again for cardiac surgery due to high suspicion of device endocarditis with evidence of enterococci and candida tropicale (blood cultures) and severe adverse reactions of liver toxic medication. Tee showed small vegetation/thrombi at the watchman and a higher graded aortic valve vitium, and mitral valve insufficiency grade ii. The patient was put into isolation. Eight days later the patient's pacemaker was explanted and the patient experienced septic shock post surgery. Eight days after that, after improvement from the septic shock, the watchman device was explanted. The laa was sutured and ablation of the vegetation was performed. Two packs of fresh red blood cells were transfused. The patient experienced reactive lymphocytic infiltration, progressive deterioration of liver values, chronic hepatic tissue damage, monstrous ascites, hypodynamic delirium and eventually a new "septic shove" with rapid deterioration of the general condition set in. In (B)(6) 2017, the patient died of an unknown cause.

Manufacturer narrative:
Death date: (B)(6) 2017. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported sepsis, endocarditis and a death occurred. In (B)(6) 2015, a left atrial appendage (laa) closure procedure was performed. A 21mm watchman ® laa closure device was deployed, but fully recaptured as the release criteria were not met. A 27mm watchman ® laa closure device was successfully implanted. The closure device was placed distal to and spanned the entire laa ostium with a complete seal noted. The diameter of the deployed implant at the 90 degree echocardiogram view was 21mm. In (B)(6) 2016, the patient was hospitalized for a recurrent syncope, cardiologic diagnostics including ptca, limited pump function, suspected hypertrophic obstructive cardiomyopathy. During the hospitalization the patient developed an acute anuretic renal failure with acute respiratory deterioration requiring intubation and artificial ventilation. A tracheotomy was performed due to long-term ventilation and known chronic obstructive pulmonary disease (copd) and obesity. During the course of the hospitalization several positive blood cultures due to sepsis were evident (pseudomonas aeruginosa, enterococci). In (B)(6) 2016 the patient was transferred to another hospital for intensive care and weaning. Over the next two months the patient underwent multiple diagnostic tests and experienced multiple complications. At one point in (B)(6) 2016, the infection showed signs of regressing. However, in (B)(6) 2017, transesophageal echocardiogram (tee) showed suspicion of endocarditis with vegetation at the watchman device due to candida sepsis. Six days later tee showed endocarditis at the watchman was immediately visible, and there was also suspected infection of the pacemaker sensor/tube (right ventricle). In (B)(6) 2017, the patient was transferred again for cardiac surgery due to high suspicion of device endocarditis with evidence of enterococci and candida tropicalis (blood cultures) and severe adverse reactions of liver toxic medication. Tee showed small vegetation/thrombi at the watchman and a higher graded aortic valve vitium, and mitral valve insufficiency grade ii. The patient was put into isolation. Eight days later the patient's pacemaker was explanted and the patient experienced septic shock post surgery. Eight days after that, after improvement from the septic shock, the watchman device was explanted. The laa was sutured and ablation of the vegetation was performed. 2 packs of fresh red blood cells were transfused. The patient experienced reactive lymphocytic infiltration, progressive deterioration of liver values, chronic hepatic tissue damage, monstrous ascites, hypodynamic delirium and eventually a new "septic shove" with rapid deterioration of the general condition set in. In (B)(6) 2017, the patient died of an unknown cause.